Event description:
Related manufacturer reference 3005188751-2014-00006. Following a defibrillator lead revision procedure on (B)(6) 2014, using a peel away introducer, the pt expired. Subclavian access was obtained and a venogram was performed. The vein appeared patent with some narrowing. The physician had difficulty advancing the guidewire but was eventually able to advance a non-sjm guidewire. A 7f peel wavy introducer would not advance through the narrowing in the vessel. Several 6f introducers were used in an attempt to perform a venoplasty in the subclavian vein. Then a 6f peel away introducer was advanced. The defibrillator revision was completed successfully. The pt was kept overnight in the hospital for observation for risk of bleeding due to the excessive force required to advance the introducers in the subclavian vein during the procedure. The pt was discharged home and passed away at home the next day, (B)(6) 2014. The physician believes the pt most likely passed away from internal bleeding due to the procedure. There were no performance issues with any sjm device.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the lot number was unavailable. Based on the information received, the cause of the reported internal bleeding and subsequent death was procedure related.